Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 258 mg/dl, current blood glucose is 579 mg/dl. The customer reported that the in the evening blood glucose level was 90 mg/dl at office and at home was 119 mg/dl and customer woke up in the morning and her blood glucose was 285 mg/dl at breakfast and before supper blood glucose was 503 mg/dl and after supper two hours was 573 and customer had high blood glucose was not in 500's mg/dl. It was also reported that customer was recommended to took correction bolus through the insulin pump to treat for blood glucose 579 mg/dl. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.